Event description:
It was reported that there was high impedance and a lead malfunction. The lead was explanted and replaced. A medwatch was subsequently received reporting multiple shocks due to fractured lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.